Event description:
It was reported when using the pyxis medstation es system, experienced a drawer malfunction. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was a drawer malfunction that went undetected on the bus. A field service engineer successfully replaced the retractor band and reconnected the row board cable and pyxibus cable to resolve the issue. The system functioned as intended after the field serivce engineer had troubleshot the device.